Event description:
It was reported that a device fracture occurred. A 5-in-6 guidezilla guide extension catheter was selected for a percutaneous coronary intervention (pci) procedure for coronary heart disease (chd). During the procedure, the device was difficult to cross the proximal and distal end of the guide catheter. Due to high resistance, the delivery shaft got fractured. The procedure was completed with another of the same device. No patient complications were reported.